Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. It's unfortunately not possible to identify the cause of the burn.

Event description:
Burn in the form of bubbles/ unusual burn pain/ blister on her skin/ burn blister/burn wound [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number: l72527, expiration date: feb2018) on (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. She had previously used thermacare products and only had good experiences. On (B)(6) 2016, the patient experienced a burn in the form of bubbles. She used one heatwrap for about 3 hours, then realized a very unusual burn pain and saw the blister on her skin. The burn blister developed as big as the heatwrap. The patient also stated this was during the holidays in the (B)(6) unfortunately she got a burn wound by using thermacare. Her doctor now told her that it was a complicated wound and she would keep a scar. Action taken with the suspect product was unknown. Clinical outcome of the event was not recovered. New information received from product quality complaint (pqc) group includes investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. It's unfortunately not possible to identify the cause of the burn. The event occurred in a country different from that of the reporter. This may be a duplicate if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Additional information has been requested and will be provided as it becomes available. Follow-up (11apr2016): new information received from the consumer included: dosage regimen, event description and event outcome. Follow-up (13apr2016): new information reported from the contactable consumer included: event detail. Follow-up (19apr2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event 'burn in the form of bubbles' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event 'burn in the form of bubbles' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. This case meets follow-up 10-day (B)(6) and 30-day FDA reportability. Evaluation summary the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. It's unfortunately not possible to identify the cause of the burn.

Event description:
Burn blister on the left lower back developed, back left paravertebrally amounting lumbar vertebral body 2, size of about 2.5x0.5 cm [burns second degree]. Slept during use of the heatwrap [intentional device misuse]. Crusted blister with minor bleeding [wound haemorrhage]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l72527, expiration date: feb2018) on (B)(6) 2016, 1 heatwrap single use for "tension lumbar spine after night in a foreign bed (vacation)". The patient's medical history included back pain. Concomitant medications were reported as none. She had previously used thermacare products and only had good experiences. On (B)(6) 2016, the patient reported using the heatwrap for approximately 3 hours and experienced a burn in the form of bubbles. She stated after 3 hours she realized a very unusual burn pain and saw the blister on her skin. The burn blister developed as big as the heatwrap, 2.5cm x 0.5cm. She described it as a crusted blister with minor bleeding. The patient stated she slept during use of the heatwrap and also wore a jacket over the heatwrap (for a while). She elaborated she bought the heatwrap in the morning and used it in the cottage without a jacket and outside with a jacket. The patient also stated this was during the holidays in the (B)(6) unfortunately she got a burn wound by using thermacare. Her doctor now told her that it was a complicated wound and she would keep a scar. The patient denied having sensitive skin and had no skin disease. There were no sports done during use of the heatwrap. The patient had read the package leaflet for clarification regarding the same products in germany and the netherlands. No ointments were applied to the skin prior to application of the heatwrap. The patient reported having used other heat generating products, like a hot water bag, in (B)(6) 2016 for approximately 1 week and well tolerated. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included wound treatment (moist wound care). No hospitalization was required as a result of the events. Clinical outcome of the event was not recovered. Additional information received from physician on 06may2016 reported: after administration of the patch a burn blister on the left lower back developed described as back left paravertebrally amounting lumbar vertebral body 2 with the size of about 2.5x0.5 cm. There were no lab data or results of other diagnostic examinations. The event "burning" with onset date (B)(6) 2016 was recovered on (B)(6) 2016. No concomitant medication was taken. No surgical intervention, such as debridement, was required. Therapeutic measures taken included disinfection, pain therapy and wound care. New information received from product quality complaint (pqc) group includes investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. It's unfortunately not possible to identify the cause of the burn. The event occurred in a country different from that of the reporter. This may be a duplicate if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Additional information has been requested and will be provided as it becomes available. Follow-up (11apr2016): new information received from a contactable consumer includes: dosage regimen, event description and event outcome. Follow-up (13apr2016): new information received from a contactable consumer includes: event detail. Follow-up (19apr2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (20apr2016): new information received from a contactable consumer includes: patient details, no relevant medical history, no concomitant medications, updated suspect product, suspect product indication, action taken with suspect product, suspect product stop date, therapeutic measures taken, no hospitalization required, reaction data (additional events of wound bleeding and device misuse) and clinical outcome of the events. Follow-up (06may2016): new information received from a contactable physician includes: medical history, event onset date, therapeutic measures taken, no lab data or other or results of other diagnostic examinations, event recovery date and further description of the event burn blister. Case closed. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events 'burn in the form of bubbles', wound bleeding, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Burn in the form of bubbles, burn blister 2.5cm x 0.5cm [burns second degree]. Slept during use of the heatwrap [intentional device misuse]. Crusted blister with minor bleeding [wound haemorrhage]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l72527, expiration date: feb2018) on (B)(6) 2016, 1 heatwrap single use for "tension lumbar spine after night in a foreign bed (vacation)". The patient's relevant medical history was reported as none. Concomitant medications were reported as none. She had previously used thermacare products and only had good experiences. On (B)(6) 2016, the patient reported using the heatwrap for approximately 3 hours and experienced a burn in the form of bubbles. She stated after 3 hours she realized a very unusual burn pain and saw the blister on her skin. The burn blister developed as big as the heatwrap, 2.5cm x 0.5cm. She described it as a crusted blister with minor bleeding. The patient stated she slept during use of the heatwrap and also wore a jacket over the heatwrap (for a while). She elaborated she bought the heatwrap in the morning and used it in the cottage without a jacket and outside with a jacket. The patient also stated this was during the holidays in the netherlands unfortunately she got a burn wound by using thermacare. Her doctor now told her that it was a complicated wound and she would keep a scar. The patient denied having sensitive skin and had no skin disease. There were no sports done during use of the heatwrap. The patient had read the package leaflet for clarification regarding the same products in (B)(6) and the (B)(6). No ointments were applied to the skin prior to application of the heatwrap. The patient reported having used other heat generating products, like a hot water bag, in (B)(6) 2016 for approximately 1 week and well tolerated. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included wound treatment (moist wound care). No hospitalization was required as a result of the events. Clinical outcome of the event was not recovered. New information received from product quality complaint (pqc) group includes investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. It's unfortunately not possible to identify the cause of the burn. The event occurred in a country different from that of the reporter. This may be a duplicate if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Additional information has been requested and will be provided as it becomes available. Follow-up (11apr2016): new information received from a contactable consumer includes: dosage regimen, event description and event outcome. Follow-up (13apr2016): new information received from a contactable consumer includes: event detail. Follow-up (19apr2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (20apr2016): new information received from a contactable consumer includes: patient details, no relevant medical history, no concomitant medications, updated suspect product, suspect product indication, action taken with suspect product, suspect product stop date, therapeutic measures taken, no hospitalization required, reaction data (additional events of wound bleeding and device misuse) and clinical outcome of the events. Company clinical evaluation comment: based on the information provided, the events 'burn in the form of bubbles', wound bleeding, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events 'burn in the form of bubbles', wound bleeding, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Burn in the form of bubbles [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number: l72527, expiration date: feb2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn in the form of bubbles. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. The event occurred in a country different from that of the reporter. This may be a duplicate if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event 'burn in the form of bubbles' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the event 'burn in the form of bubbles' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability.